Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a heavily calcified, de novo lesion in the non-tortuous osteal obtuse marginal coronary (om) artery, after successful deployment of an unspecified xience stent, a 3.75x8 nc trek rx balloon dilatation catheter (bdc) was unpackaged and prepped without any issues. The nc trek rx bdc was then advanced without resistance to the stent to perform routine post-dilatation. During the attempt to inflate the nc trek rx balloon, the indeflator showed that the system pressurized, but the balloon did not inflate at all and no contrast was noted in the balloon, under fluoroscopy. The bdc was withdrawn from the anatomy without issue. No blood was noted in the device or in the indeflator. No other device issues were noted. Post-dilatation was completed successfully with the same indeflator and a new 4.0x8 nc trek rx bdc. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device, but the reported inflation issue was not confirmed. The complaint investigation determined the reported difficulty is related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.